Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the intermittent black image could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source experienced intermittent black image with no error codes. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the customer stated that the issue was resolved and the loaner device was returned. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.